Event description:
The manufacturer received information alleging that a test failed during annual planned maintenance. The device was not in patient use. During the evaluation of the device by the philips field service engineer, the 3-way solenoid valve and active exhalation control module were replaced to address the issue.